Event description:
Customer reported hospitalization due to high blood glucose readings of 553 mg/dl, diabetes ketoacidosis and high troponin levels. Customer also mentioned having a cold prior to the hospitalization. Customer stated that she was unable to bring her blood glucose readings down despite bolusing over 20 units within two and a half hours. Customer reported symptoms of rapid heart beat, chest pressure, nausea, and vomiting prior to the hospitalization. Customer was treated with insulin drips. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer's blood glucose reading at the time of the call was 431 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional test including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test.